Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp was returned without any supporting information. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device anaylsis: fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir at the reservoir shell adapter junction that was the result of fatigue. Both cylinders performed within specifications. The pump was not functionally tested due to the reservoir leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp was returned without any supporting information. Should additional relevant details become available, a supplemental report will be submitted.